Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed to have insulation and lead body damage in addition to a fracture during the attempted implant. This lead was attempted, but not implanted. Another lead was implanted successfully. No adverse patient effects were reported.